Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient, who has this cardiac resynchronization therapy defibrillator (crt-d), developed a left-sided pneumothorax post-operatively due to challenging venous access to the left axillary subclavian venous system. The pneumothorax was treated with a small-bore left-sided chest tube. There were no additional adverse patient effects reported.